Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that the device wasn¿t linked to any of the health problems or wound healing, and they had no other health information about the patient. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s incisions didn¿t heal well but the device was relieving their urinary symptoms very well. The rep noted that they were told that the patient was malnourished, so they decided to explant the device. The patient then decided that their quality of life was so much better with the device in, so they asked the healthcare provider to re-implant them. The healthcare provider wanted to use the tyrx pouch as well with the implant. It was noted that contributing factors included that the patient was thin and diabetic. The rep did not have further information. It was noted that the issue was resolved. No further complications were reported.